Event description:
A report was received that the pt had her entire system explanted due to an infection at the pocket site. The pt was admitted to the hospital with symptoms of fever and tenderness at the pocket site. The pt received oral antibiotics. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for further investigation as they were discarded at the hospital. A review of the mfg documentation found that no anomalies or deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.